Event description:
The peritoneal dialysis pt reported a fluid leak during his dialysis treatment. Fluid was identified on the table under the cycler. The pt was able to complete his treatment. And does not know where the fluid came from. He did not take prophylactic antibiotics, and his effluent has remained clear. The sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.